Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-17. The patient reported that after seeing a manufacturer¿s representative (rep), he reprogrammed her implant and turned it down. The patient reported that it had worked much better. The patient reported that there were still some times in the afternoon where she had accidents. The patient reported that she would be going back to her healthcare provider (hcp) on (B)(6) 2017 for a follow up appointment. The patient reported that her programs had been changed, however she still had accidents in the lack afternoon and evening.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she ¿it didn't seem to be working like it should, especially in the afternoon¿. The patient clarified returned of symptoms. The patient was implanted for "spastic bladder". Patient stated she was currently on program 3 at 4.1v and stimulation was turned on. Patient stated that when she was at this level and she increased "it seemed like it made the left side of her vagina sore" and that if she turns it down she'll have more symptoms. Patient stated that it has been some time" since seeing her doctor and has tried any of the other programs. Patient also reported a fall. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.